Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarms and no unexpected battery out limit alarms. The device properly delivered all bolus deliveries during testing. There was no bolus or basal anomalies. The device was received with cracked case at the display window corners and minor scratches on the lcd window.

Event description:
(B)(6) reported via phone call high blood glucose, hospitalization, no delivery alarm and battery out limit alarm. Customer's blood glucose level was 509 mg/dl. Customer advised they had a failed bolus and failed basal delivery. Customer went to the emergency room and was placed on insulin drip. Customer experienced cramps, felt sick, felt pain in their legs, nausea and cramps. Customer advised they had an infection, triple bypass surgery and were on antibiotics. Customer advised there was a crack on the right side of the insulin pump above the act button. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.